Manufacturer narrative:
Concomitant medical products: product ID 977c265, serial# (B)(4), implanted: (B)(6) 2020, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding the patient. High impedances were reported. Contact 0-15 >40 ,000 impedance. The issue remains ongoing at this time. The cause was unknown. The patient had a loos of therapy. Additional information from the manufacturing representative (rep) indicated that adequate therapy was not achieved for the patient as impedances were too high. There was a ¿settings not available¿ message on the controller. The patient was referred to the hcp for revision. The plan is to open battery pocket and remove leads, dry them off and try to insert and check impedances.